Manufacturer narrative:
(B)(4): device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported the pt was implanted with an ipg and two percutaneous leads in (B)(6) 2009 for treatment of failed back surgery syndrome with leg pain. Two months after implant, the pt experienced unwanted stimulation over the ipg pocket, as well as over the tunnel and the chest area. The pt also experienced pain over the ipg pocket after switching the stimulator on. The pt kept the stimulation off since the event. In the past, while the device was turned off, the pt experienced sudden stimulation shocks. Electrode and therapy impedance measurements were performed with no out of limit results. On (B)(6) 2010, the pt underwent surgery. The hcp planned to explant the ipg, check the leads and most likely replace the ipg. Additional information received indicated the revision was performed. The ipg was replaced and the leads were tested intraoperatively. All lead testing was ok so no repositioning of the epidurally placed leads was made. The leads were reconnected to the new ipg with an adaptor. Two additional leads were placed percutaneously for the upper back pain of the pt. After a post operative programming session and fine tuning of the parameters , the pt was very satisfied with the result of the stimulation of both the leg and back pain. The pt reported very good pain relief with no side effects.